Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned , the following evaluation findings were observed: lamp a was dead, lamp b was browning, dead battery was noted, and it was not holding settings. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the video system had poor image quality and had a glitch. Upon inspection of the customer¿s returned device it was observed, flickering image due to failure of the video connector pins was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to lamp a reaching the end of its service life. Olympus will continue to monitor field performance for this device.